Event description:
It was reported that this patient underwent a surgical intervention in order to surgically abandon this right ventricular (rv) lead due to loss of capture with asystole less of than 2 seconds. A new lead was implanted instead. No further adverse patient effects were reported.